Manufacturer narrative:
(B)(4). The rt200 adult dual-heated breathing circuit is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: the inspiratory and expiratory limbs of the complaint rt200 adult breathing circuit were returned to fisher & paykel healthcare in (B)(4) for inspection. A bent pin test was performed on the returned limbs to see if they could be connected to a heater wire adaptor. The electrical resistance of the heater wires was also tested using a multimeter. Results: a heater wire adaptor was fully connected to the heater wire sockets of the returned breathing circuit limbs. The electrical resistance of the heater wires was also within specification. A lot check revealed one other complaint of this nature for lot number 120202. Conclusion: no fault was found with the returned breathing circuit limbs. All breathing circuits are tested for connectivity and electrical continuity during production and those that fail are rejected. It is possible for the user to damage the heater wire pins during use, for example, if the heater wire adaptor is inserted into the heater wire plug on an angle. For damaged pins reported to us by healthcare facilities, it is impossible for us to determine whether the pins were damaged during production or by the end user.

Event description:
A hospital in (B)(6) reported to a distributor that the heater wire pins of an rt200 adult dual-heated breathing circuit were damaged, preventing connection of the breathing circuit to the heater wire adaptor. No patient consequence was reported.